Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set bent cannula issue on (B)(6) 2026 which leads to high blood glucose levels. The blood glucose values were high upto 377 mg/dl and got treated with manual injections. The patient noticed symptoms within three or more hours after insertion. The patient replaced infusion set and resumed insulin deliveries successfully.